Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A searach revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye due to the patient experiencing glare and halos. Their distance vision was not crisp. The incision was enlarged. No sutures or vitrectomy were required. The patient is the surgeon¿s wife. The customer reported a delay meaning the time from the implant to the explant date. Visual acuity pre-operatively is 20/30 without correction. Visual acuity post-operatively is +1.00 -0.75 x 45 = 20/20-1. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 24, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed no defects before and after cleaning. No defects that could contribute to visual issues were observed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.